Manufacturer narrative:
Per the tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 1,125mg/dl, diabetic ketoacidosis, a loss of consciousness, and a diabetic coma. Suspected cause was due to cartridge running out of insulin while customer was asleep. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Additionally, customer had gone to bed without checking bg, as customer¿s bg meter was lost and customer was not using continuous glucose monitor due to sensor needing to be changed and customer could not locate their other sensors. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 20 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.